Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon ruptured occurred. The 90% stenosed target lesion was located in moderately tortuous and severely calcified superior femoral artery. A 4.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use. However, the balloon ruptured during first inflation for 30 seconds. The procedure was completed with different device. No patient complications were reported.